Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, patient changed battery 2-3 times within a 3 week time period. Patient reported that both lithium and alkaline batteries were used and the battery setting matched the battery used. Review of alarm history showed multiple low and replace battery alerts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.